Event description:
It was reported that the patient experienced occlusion issue dated between (B)(6) 2026, because the patient used off label insulin (an off-label formulation not validated for this infusion set), which impaired insulin delivery resulting in hyperglycemia that was managed with insulin administration via multiple daily injections.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.